Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 6948 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after an episode of syncope. It was noted that the patient had several ventricular fibrillation (vf) episodes where electromagnetic interference (emi) was present. The source of the emi is being pursued. The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.